Event description:
The customer contacted ansell to inform that he experienced burning sensation after using lifestyles excite sensual gel. According to customer, he sought medical attention to help with the burning sensation.